Event description:
It was reported that during a remote session, the health care professional (hcp) called technical services (ts) and requested a review of the stored non-sustained ventricular tachycardia (nsvt) episodes. Upon review, this right atrial (ra) lead was observed to have triggered a mode switch inappropriately due to oversensing noisy signals. Ts discussed programming considerations with the hcp. At this time, the lead remains in service. No additional adverse patient effects were reported.